Event description:
It was reported that during a da vinci-assisted surgical procedure that error 319 continuously occurred on universal surgical manipulator (usm) 4. After a complete shutdown and restart, error 319 continued to occur. The customer continued the surgery using three usms. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.